Manufacturer narrative:
The pipeline flex embolization device will not be returned for evaluation as it was discarded by the customer; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex failed to open. This event occurred during the treatment of left ophthalmic aneurysm that was measured 5 to 6 mm. The vessel anatomy was moderate in tortuosity. The distal landing zone was 3.28 mm, middle 3.84 mm and proximal 4.68 mm. The device deployed and opened in the m1 and dragged back. However, as the device was coming around the ophthalmic turn, the device failed to open. The device was resheathed 2 times but still failed to open. The device was removed and replaced with another pipeline. No patient injury occurred. The device was used per instructions for use (IFU). A continuous flush was used.